Event description:
Patient reported pump serial number: (B)(6) (maintenance due date: 03/2025) isn't calibrated correctly. Patient states pump will have 10%left when cassette is bone dry. Patient added that he will receive 10% more dose as a result and will feel flushed as a result patient noticed issue last week. Patient was instructed to notify pharmacy the day of problem. Patient was advised replacement pump would arrive tomorrow and he is aware that he will need to program rate. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information provided. IV remodulin pt. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes was any medical intervention provided? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? No. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to cvs/caremark by: patient/caregiver.